Event description:
It was reported that on (B)(6) 2008, the patient underwent a direct stenting procedure in the right coronary artery, with a 3.0 x 18 mm xience v stent placed, and direct stenting in the left anterior descending artery, with a 3.0 x 23 mm xience v stent placed. On (B)(6) 2011, the patient died at home. There was no autopsy performed and the death certificate states the cause of death was arteriosclerotic cardiovascular disease. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). No pre-dilatation. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported death is listed in the electronic xience v instructions for use (IFU) as a known adverse event associated with coronary stenting. It should be noted that the IFU states to pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter of appropriate length and diameter for the vessel/lesion to be treated. The lack of pre-dilation does not appear to have directly caused or contributed to the reported patient effect. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.